Event description:
It was reported that a critical alarm occurred. Logs were checked and it was determined that the alarm was due to a motor stall, which occurred on (B)(6) 2013, at 07:19. No source of electromagnetic interference could be identified as the root cause. The physician was advised to program the pump to minimum flow rate to prevent dosage fluctuations in case of intermittent motor stalls. The patient was reportedly ¿doing fine¿ and, because of the low daily dose, the physician did not expect underdose symptoms. There were no patient symptoms or complications associated with this event. A replacement was done. The patient status was indicated to be ¿alive-no injury¿. The device system contained prialt. It was later reported that the pump was replaced on (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies of corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. During analysis, pump logs were gathered. The pump was programmed to stop mode before it was returned for analysis. When it was received, the pump was stalled. The motor stall did recover. The pumps passed dispense accuracy testing. Significant shaft wear and residue was found on the upper shaft of gear two.

Event description:
It was later reported that, as of this report date, the patient was receiving effective therapy and was doing fine.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).